Manufacturer narrative:
The device was not returned.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant delay, no medical intervention, and no adverse consequences.